Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid (hydromorphone) at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported that after recent pump replacement she was not given a refill date and after she got sick last week she realized that the pump had gone dry. Agent advised caller to coordinate with healthcare provider (hcp) as soon as possible to get the pump filled. The patient expressed dissatisfaction with her doctor and asked about options. The patient's relevant medical history included the patient mentioned that healing from pump replacement surgery "went poorly" and required wound care to get it healed. She experienced some swelling and bleeding. Her main concern was to know about the device and she said that she would also look into a doctor who could make the procedure because she thought that she needed a new implanted device.

Manufacturer narrative:
Correction to h6 codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.